Event description:
Peds pt on bear 1000, in pc mode plus peep had a pneumothorax following paw > 45cm h2o when ventilator was set to following: pc setting: 25 cm h2o, peep setting: +10 cm h2o, inspiratory time: 0.7 seconds, and inspiratory pressure dropped below -0- zero to trigger the ventilator.